Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade iii and "calcification". The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on anterior due to a fold flaw opening.

Event description:
Healthcare professional reported "right side deflation." Healthcare professional additionally reported right side "capsular contracture baker grade iii, calcification." Device has been explanted and replaced.